Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14495. It was reported that the patient's right ventricular (rv) defibrillation lead failed in 2016. The chronic rv pace sense lead was used in combination with the defibrillation lead as a result. This worked until recently, when the pace sense lead was noted with impending failure. The pace sense lead was noted with a fracture. Inappropriate oversensing and noise were also confirmed on both rv leads. Both leads were capped and replaced on (B)(6) 2020. The patient was stable.